Manufacturer narrative:
During evaluation, the reported issue was confirmed; the device's air/water nozzle had reduced flow due to the foreign object found in the nozzle. Examination showed the distal end had foreign material; bending section's adhesive was chipped; the air/water chamber was dirty; the indicator mark on the scope connector was peeling; the objective lens, connecting tube and forceps elevator were scratched; the distal end was corroded; and the light guide lens adhesive was peeling. Functional testing found that a lens flare occurred due to the objective lens scratch. The investigation could not identify the source of the foreign material but determined the material was likely introduced during device reprocessing and the device was not adequately cleaned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed the following relevant instruction related to inspection for damage: chapter 3, preparation and inspection, section 3.3- inspection of the endoscope: "inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges and dents." In addition, the instructions for use review identified this relevant section: "inspection of the water feeding function: 1. Keep the air/water valve's hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis lucera elite colonovideoscope that the air/water nozzle had flow issues. The issue was found during preparation for use. There was no patient harm reported due to the event. The device was returned to olympus medical for evaluation. During examination, foreign material was identified at the air/water nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.